Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Sometime post procedure the surgical site separated prematurely. Initially the site was reclosed, however, poor ingrowth resulted in subsequent sling removal. Pt's condition is presently okay. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological procedures. Urinary retention and infection. Consequences specifically related to materials. Pelvie sensitivities, tissue necrosis, and tissue erosion."